Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and treated with the pump. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting found that the pump passed the high pressure test. Customer was advised that the pump was working as designed and was advised to change out entire set and treat per their doctors instruction. No further details given.